Manufacturer narrative:
The reported event of ¿lead was discovered to be creased¿ was not confirmed. As received, a complete lead was returned in one piece. Visual examination found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. All the damage found is consistent with procedural damage.

Event description:
Related manufacturer report number: 2017865-2025-00355. It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold. During lead revision, the right ventricular lead helix could not be re-extended and the atrial lead was discovered to be creased. Both leads were replaced successfully. There were no patient consequences.